Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 40-55 mg/dl were recorded by continuous glucose monitor (cgm) from 11:19:19 pm on 6/1/2020 to 12:52:18 am on 6/2/2020. Cgm alert 1 (cgm low alert) enunciated at 10:57:18 pm and 11:12:19 pm. On 6/1/2020, at 9:55:59 pm and 10:32:30 pm, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.